Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The delivery system tether lock housing leaks. Fluid pathway leak was observed on the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There was a water leak between the tether lock housing and the tether lock pin while flushing the delivery system. There was no air ingression observed while flushing the delivery system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the implant procedure of the leadless implantable pulse generator (ipg), prior to implant, flushing issue was noted where the delivery system was unable to maintain flush and leaks were noted. It was observed while flushing the delivery system, air infiltration was continuously noted in the device cup and breach in catheter system was suspected. The delivery system was attempted, not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.